Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The customer replaced the power management board and the issue was corrected.

Event description:
It was reported that when the unit was started, the screen remained blank and the unit alarmed. There was no patient or user harm reported. The event date was not specified; estimate used.